Manufacturer narrative:
It was originally reported there were 2 devices that experienced the reported failure. However, it was later learned that only 1 device was affected.

Event description:
This report summarizes <noe> 1 </noe> malfunction events, where it was reported the bed was exhibiting phantom motion. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; there was a misaligned component. The device was repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the bed was exhibiting phantom motion. There was no patient involvement.